Event description:
It was reported that prior to starting a da vinci si prostatectomy procedure the customer was unable to calibrate the endoscope. The isi representative onsite exchanged the endoscope, camera, and camera cable, however the endoscope would not white balance. With the assistance of an technical support engineer the site restarted the system however the vision issue continued to occur. The patient was under anesthesia when the surgical staff made the decision to abort the planned procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer (fse) and review of the system error logs determined that the vision issue experienced by the customer was associated with the double camera controller (doco) and the pmva pca board. The doco refers to the two camera controller units (ccu) that control the acquisition and processing of the image from the camera. One ccu is assigned to the surgeon's right side image (right ccu) and one to his left (left ccu). The pmva is a printed circuit assembly (pca) which receives the stereo video images from the camera controller and outputs the audio and video for the touchscreen monitor. The system was repaired by replacing the affected doco and pmva pca board. As of (B)(6), 2011, there have been no reported recurrences of the issue at this hospital